Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a system to check for recognition and the instrument was successfully recognized. Engineering observed that the distal end of the main tube has a couple of deep scratches with material removed. The scratches are all under .250" long and are not aligned with the tube axis. The ceramic sleeve also has various hairline cracks. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the permanent cautery spatula instrument was not recognized by the da vinci s system. No additional info was provided. No pt harm, adverse outcome or injury was reported.